Event description:
The customer reported horizontal stripe noise during inspection for use involving an Olympus colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
E1 - Address- (b)(6) The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.